Event description:
The device would not pump, and was explanted.

Manufacturer narrative:
Visual inspection of the device found the valve returned dry. No damage to the housing or to the silicone catheter was observed. The presence of four slits were noted on the distal catheter. The shunt was pressure tested with water and found to be within specification. Once filled with water, the pumping function of the reservoir was tested and found to be operating properly. A review of the mfg records confirmed the valve conformed to all final inspection criteria when released to stock. Therefore, jjpi considers this product conforming to specifications at the time of use. At this time, jjpi considers this file closed.